Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest and rib stimulation. Diagnostics showed normal impedance reading. Reprogramming was unable resolve the issue. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, successful stimulation was restored post op.